Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 124 mg/dl. The customer stated that she experienced low blood glucose levels after changing her infusion set. The customer stated that she primed the infusion set while she was connected. The customer did not have the insulin p ump with her, therefore, no troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.